Event description:
The patient had ablation done and about the same time the lead broke off of the header. The stimulation was working fine up until the point of ablation. It was unclear how the lead broke off from the header. The entire lead was removed and the patient was sent to recovery. Additional information has been requested.

Manufacturer narrative:
Lead model 3889-28 lot# v434657 implanted: (B)(6) 2010 explanted: programmer model 3037 serial# (B)(4).